Event description:
Catheter "eyes" were not patent so not able to push fluid (medication) through the dura-flex(r) epidural catheter. Epidural catheter was removed and replaced due to this critical defect.